Event description:
The device evaluation identified dso seal delaminated, uso seal delaminated, and air detector damaged. There was no patient involvement.

Manufacturer narrative:
One device was received for evaluation. Visual inspection noted a damaged dso seal delaminated, uso seal delaminated, and air detector damaged. The air detector, dso seal and uso seal were replaced. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.